Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Per article by toni, et al., hip int. 2017 feb 21;27(1):8-13: allegedly two revisions were due to septic loosening.